Manufacturer narrative:
The device history record was reviewed and it supports that there were no non-conformances noted for any reason. The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results. The pc2k (pressure controller) will also be submitted and the MDR number will be referenced in the follow up for the pump unit.

Event description:
It was reported, that during the first day of use, of an ev1000 pump unit the clearsight measurements were 110-120/80-90 while the nibp (non-invasive blood pressure) were 150/65. On the second day of use the clearsight measurement were 93/56 compared to the nibp of 126/56. The hrs was replaced but the problem persisted. The patient was not treated based on the inaccurate clearsight values. No patient compromise was reported. Two devices were implicated in this event; one for the ev1000 pump unit and one for the ev1000 pressure controller.

Manufacturer narrative:
The device history record review was completed and all manufacturing inspections passed with no non-conformances. Examination of the returned device was unable to replicate the customer¿s complaint. Evaluation testing supports that the device performs as expected. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected. No further actions are required at this time. Edwards will continue to review and monitor all events. If action is required, an appropriate investigation will be performed. The pressure controller (pc2k) was also submitted and the MDR number is 2015691-2016-02234.